Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event that caused her to fall that required stitches and caused a broke bone in her foot requiring medical assistance. During the call, the consumer stated the control solution result on her test strips was in the 300's which is also her blood glucose results. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.